Event description:
Patient underwent bi-lateral total hip arthroplasty in 2004. Right hip remained symptomatic and MRI showed fluid collection. Multiple aspirations performed showed metal stained fluid prior to revision procedure in 2006. Acetabular components were replaced.